Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2021. During examination, it was noted that there was noise on the right ventricular (rv) lead along with high capture threshold. It was suspected that the rv lead was fractured. The physician capped and replaced the rv lead on (B)(6) 2021. There were no adverse consequences to the patient.